Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine post implant check and dislodgement was noted on the right ventricular (rv) lead. An x-ray was performed to confirm the dislodgement. The physician elected to explant and replace the lead. The patient condition was stable.